Event description:
The resident was receiving personal care in her bed, upon which bed bolsters were in place and secured. The cna asked the resident to roll and the resident rolled her body, per the cna, the resident went to grab for the bolster. The bolster gave way and she rolled off the bed onto the floor.